Event description:
Part nt821731c - when changing the external ventricular drainage (evd) bag the nurse noted the leur lock was cracked in multiple places. Customer provided pictures of the failure. It was confirmed there was no injury, but additional medical intervention was required as the entire system needed to be changed out. Event 1/2.

Manufacturer narrative:
Initial report ref to natus complaint (B)(4). It was confirmed that the lot number of the affected device was not saved. Customer provided pictures of the unit. The part will be returned to natus for evaluation. Acceptable risk as per hazard ID 5.14, severity 3, in natus (B)(4) eds 3 external drainage system risk analysis. Risk is considered to be low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref complaint (B)(4). Device history record review: the customer did not report the lot number therefore the device history record could not be reviewed. No associated capas. Complaint history review/trend analysis: (B)(4). Customer received four automatic notices for product return reminders on dec. 14th, 24th and 29th, 2023, as well as an invoice january 14th, 2024. Customer did not return the product as requested. Root cause/failure investigation: the customer did not return the device for evaluation, however provided photos of the unit. In the photo you see the spinlock is cracked, based on the photo the complaint is confirmed. Nonconformance report (ncr033869) was generated to investigate the spinlock cracking complaints. Failure mode: confirmed/ crack spinlock.

Event description:
Part nt821731c - when changing the external ventricular drainage (evd) bag the nurse noted the leur lock was cracked in multiple places. Customer provided pictures of the failure. It was confirmed there was no injury, but additional medical intervention was required as the entire system needed to be changed out. Event 1/2.